Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient received a shock and several attacks of transient ventricular tachycardia. The device was interrogated and it was the patient received inappropriate discharge of implantable cardioverter defibrillator (ICD) due to jamming signals. There was also an alert of the integrity of electrode due to jamming signals which were recorded through compressing the pocket for several times. The jamming signals disappeared after the sensing electrode was changed. There was another lead alert later on in the day due to high impedance on the lead. It was suspected to be due to breakage of the lead or loosening of the connection. Reoperation was performed on the morning of the following day. Device and lead connection was tested during the operation and the connection was good. The x-ray showed that there was no damage and breakage of the guide wire. It was suspected that the problem occurred at the connection of lead is-1 and the device. Jamming signals appeared once the lead was shook slightly, and the signals disappeared after the device was replaced. It was initially suspected that the problem occurred at the connection of the device. The jamming signals disappeared when compressing the pocket again after the device was replaced. The lead remains in use. No further patient complications have been reported as a result of this event.